Event description:
It was reported that balloon inflation issue occurred. A 6mm x 2.00mm nc quantum apex balloon catheter was selected to treat the unspecified target lesion. It was noted there was an issue with the balloon inflation. No further information is available from the facility.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Additional information - it was discovered in follow up that this device had been resterilized by (B)(4). (B)(4).

Event description:
It was reported that balloon inflation issue occurred. A 6mm x 2.00mm nc quantum apex¿ balloon catheter was selected to treat the unspecified target lesion. It was noted there was an issue with the balloon inflation. No further information is available from the facility.